Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time. The product was not returned to depuy synthes, however a video was provided for evaluation. Visual inspection of the returned video found that the device is shown in used condition. The red trigger was found broken. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the truespan 24 degree peek would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to a mechanical obstruction during deployment, likely due to a portion of tissue blocking the applier needle during the procedure. This obstruction and the force applied to the trigger are contributive factors of the broken trigger; as per IFU 113244; the steps for a proper insertion and deployment are provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. IFU 113244 device history lot: pn: 228152 lot number: 10ar37 there was no non conformance regarding this lot manufacturing date: 03/sep/2025 expiry date: 31/aug/2028 device history batch: null device history review: pn: 228152 lot number: 10ar37 there was no non conformance regarding this lot manufacturing date: 03/sep/2025 expiry date: 31/aug/2028 e1: the reporter¿s complete facility name and address were not provided.

Event description:
It was reported that during an arthroscopic meniscal repair procedure the truespan 24 degree peek device firing trigger was loose and could not fire (deploy the anchor). Another device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. All available information has been disclosed.